Event description:
It was reported that the wand was smoking intra-operative. The MFR has made multiple attempts to gain additional info on this event, however, no other info was available. No pt complications were reported as a result of this event.